Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the black box shows eaw-162 -loss of prime warnings associated with a low non-zero force. On (B)(6) 2014 at 15:05 a loss of prime warning occurred. An ezprime sequence and 24hr duration test were successfully completed with no loss of prime warnings. The total daily dose adds up correctly and reflects the users programmed basal rate. A delivery accuracy test was successfully completed. The pump found to be delivering accurately and within required range. The force sensor calibration check showed the pump is detecting the correct force. Unidentified force low observed in the black box, force sensor calibration in specifications. Cartridge cap was not returned; test cartridge cap and returned battery cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging loss of prime with the pump. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl with symptoms of dehydration and polydypsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the hyperglycemic event the patient experienced due to an alleged loss of prime issue.